Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the system had an issue with the x-ray tube. Upon checking with customer, quote for evaluation and repair service was sent to customer, but customer cancelled the quote. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the system had an issue with the x-ray tube, preventing completion of the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.